Manufacturer narrative:
The investigation into the product damage (guidewire damage - peripheral vessels) has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the issue was not determined since product was not returned for investigation.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the guidewire was damaged. The floppy part of the guidewire broke. When the placement wire was shaped into a j-curve as usual and when the impella was placed, the coil in the floppy part, near the boundary between the stiff part and the floppy part, stretched. There was no effect on the patient as a spare placement wire was used.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.